Manufacturer narrative:
(B)(4).

Event description:
The customer received a discrepant high result for 1 patient sample tested for elecsys hcg + beta test system (hcg+b) on a cobas e 411 immunoassay analyzer. The initial hcg+b result was 45.62 miu/ml, with a data flag. The initial result was reported outside of the laboratory but was questioned by the doctor. On (B)(6) 2017 the sample was repeated multiple times each with a hcg+b result of <0.100 miu/ml, with data flags. The repeat results were deemed to be correct and a corrected report was issued. There was no adverse event. The hcg+b reagent lot was 24044405 with an expiration date of 31-aug-2018. The customer stated that prior to the event weekly maintenance had been performed including the cleaning of the incubator station, aspiration station, and the sipper probe. The field engineering specialist found that the customer was not using rack inserts which can lead to the tubes not being in the correct vertical position. The customer ran a precision run of the original patient sample using the recommended inserts and the results were acceptable.

Manufacturer narrative:
Further investigation showed that there was no general reagent issue. Qc results were within range with most of level 1 results around -2sd (standard deviation). The last calibration performed on (B)(6) 2017 was within expectations. The customer stated that there was no foam or fibrin present in the primary tube.

Manufacturer narrative:
The field engineering specialist found a defective rack that had weak springs. He removed the defective rack. The customer now uses the recommended rack inserts and stated they have had no further issues. A specific root cause could not be determined. Possible root causes include pre-analytical issues as centrifugation conditions were not in accordance with the tube manufacturer's recommendations which could lead to sample quality issues. Other possible root caused included insufficient electromagnetic interference laboratory compliance, insufficient maintenance, and contamination of the environment with the analyte.